Event description:
Knee was opened and exposed. Patella was found to be loose and was removed. Insert showed signs of minimal wear except on the anterior and medial regions. Baseplate was found to be a little loose and a decision was made to remove it. Duracon baseplate was implanted with crossover insert and new all poly patella was cemented in. Wound was closed in the routine manner.